Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test during pre-use check. Identification of issue has been done by analyzing problem description, service report and device's logs. The evaluation of received logs confirms occurrence of pressure transducer test failure on provided date of event. As a result of defective pressure transducer pcb, the internal leakage test failures are also visible in the logs. According to the information provided by the technician, the pressure transducer printed circuit board was replaced. The issue has been resolved and the device was delivered to the user in working condition. The issue was decided to be reported as a defective pressure transducer printed circuit board may lead to high pressure. There was no patient involvement. The root cause of the event has not been determined.

Manufacturer narrative:
**Device related data quality updates only** the UDI information is not available since the device was manufactured before 2015. A correction of field # d1 brand name, # d4 version or model #. D1 - brand name : - previous brand name: servo-s, - corrected brand name: servo-s base unit d4 - version or model # : - previous version or model #: servo-s, - corrected version or model #: 6640440.

Event description:
Manufacturer's ref. #: (B)(4).